Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 390 mg/dl with polydypsia, polyuria and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with insulin via drip and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. However, the basal delivery totals in the total daily dose did not match due to a cartridge change, battery change, the prime menu accessed and the patient changed their basal rate. It was reported that the patient had flu like symptoms prior to their bg excursion. Cts determined that their signs/symptoms if illness contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the last basal delivery was on 05/02/2015 and the last bolus delivery was on 04/30/2015. The pump history showed the pump was manually suspended on 04/30/2015 at 19:07 and manually resumed at 19:54. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.